Manufacturer narrative:
The device will not be returned as it was retained by the explanting hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported.